Event description:
The evis exera ll ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found the balloon channel was clogged. The clogging inside the balloon channel could not be removed. It was unknown what kind of material was responsible for the clogging. Due to clogging of balloon water tube, the balloon channel cleaning brush could not be inserted smoothly. This can be attributed to insufficient reprocessing. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The following findings were found during evaluation: adhesive on bending section cover (a-rubber) had a crack; due to wear of angle wire, bending angle in the up direction did not meet the standard value; and due to clogging of water suction-tube, balloon suction volume did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the balloon channel could not be identified. A definitive root cause of the issue could not be determined, however due to observed device damage/deformation, buckling of each channel or nozzle and the gap on the insertion section or the boot, it is possible the device reprocessing could not properly be performed. The observed deformation was likely the result of device wear and user handling/mishandling. The event may be prevented by following the instructions for use section which states: ¿before using an endoscope reprocessor, confirm that it is capable of reprocessing the endoscope including all channels. If you are uncertain as to the ability of your endoscope reprocessor to clean and high-level disinfect the endoscope including all channels, contact the endoscope reprocessor¿s manufacturer for specific instructions and/or information on connectors. Insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope¿. Olympus will continue to monitor field performance for this device.